Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece has mark on cap. Button not sticking at all on cap. Cap has mark from contact with chuck pusher. Water is leaking out of head, cap, and exhaust.

Event description:
It was reported that a midwest e plus 1:5 ca overheated. The event outcome is unknown as of this MDR evaluation.